Event description:
It was reported that during a ptca procedure, a shaft fracture occurred. During introduction of the liberte monorail stent delivery system, the middle of the shaft of the catheter separated. The liberte monorail stent delivery system was removed without incident, and the procedure was completed with another of the same devices. There were no reported pt complications, and pt status was reported as 'normal'.